Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse cleaned overflow tray, checked lines and found nothing out of the ordinary. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A clear root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a fluid leak of what appeared to be the geimsa stain in bottom left of lh750 slide stainer. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves and was not exposed to any biohazard. No injuries occurred and medical attention was not sought. There was no contact to mucous membranes or broken skin. No reports of death, injury, or change to patient treatment have been reported in connection with this event.